Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital feeling fatigued. Post-paced t-wave oversensing was observed on the ventricular channel. Clinician was unable to replicate the oversensing. Programming changes were made; device remains implanted.